Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device is not clipping correctly, too loose on duct.

Manufacturer narrative:
Date sent: 08/19/2008. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.